Event description:
During a redo pulmonary vein isolation procedure, a sideport detachment occurred. Nearing the end of the procedure, the pulmonary vein was checked for exit block with an advisor catheter within an agilis sheath and the irrigation port broke off the agilis handle as the sheath was maneuvered. The exposed irrigation hole was covered to prevent blood from leaking. The sheaths were not replaced as this occurred at the end of the case. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis sheath was returned for evaluation. The sideport tubing was detached and returned with the received device. No other visual anomalies were noted. The proximal end of the side port tubing was microscopically inspected. A small amount of adhesive was noted on the side port tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.